Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized. On the same day as the onset, the patient was treated with injection meropenem (1.5 gm, frequency unknown) and injection of heparin 1(1000 units, frequency unknown). The patient's outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
It was reported that the patient was not hospitalized for the peritonitis event. Thirteen days after onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient was still taking remedial therapy, the patient¿s pd effluent was clear, dianeal therapy was ongoing, and the patient was reportedly ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.